Manufacturer narrative:
(B)(6). The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke, neurologic dysfunction, infection and sepsis as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes and infection. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Device remains implanted.

Event description:
It was reported that the patient had been hospitalized since the ventricular assist device (vad) was implanted on (B)(6) 2017. The patient never thrived post implant. The patient developed myopathy, pneumonia and leukopenia. On (B)(6) 2017, it was noted that the patient had low white blood cell counts. The patient was treated with a bone marrow stimulant. Anticoagulation was held for a supratherapeutic international normalized ratio (inr). The patient subsequently developed a spontaneous intracranial bleed and neurologic status began to decompensate. An electroencephalograph (eeg) was performed and was negative for seizures. A bronchoscopy and performed and was positive for staphylococcus epidermidis. The patient developed septic shock with severe hypotension. Continuous renal replacement therapy (crrt) was needed but could not be initiated due to hypotension. The patient was treated with multiple vasopressors, antifungal and antibiotics. Palliative care was consulted and the family made the decision to withdraw care on (B)(6) 2017, and patient passed away shortly thereafter. The clinical team indicated death was related to multi-system organ failure and there were no issues with the vad. The family declined an autopsy, therefore, the vad remains implanted and will not be returned. The site disposed of the peripherals.